Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2017-01527. It was reported that the patient was experiencing ineffective therapy, as well as stimulation in their hands and arms. The patient also reported that they were having shoulder pain. X-rays were taken and confirmed that the patient's leads had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2017 to reposition their leads. Reportedly, a few days post op, the leads migrated again. The patient went back into surgery to have their leads replaced and repositioned on (B)(6) 2017. Therapy was established post op.